Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery failed visual inspection and passed functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer and tested out of specification during analysis.

Manufacturer narrative:
Product event summary: the battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the led display was not working as intended. Internal inspection revealed that the gas gauge ribbon cable was not properly sealed, creating an intermittent connection. As a result, the reported event was confirmed. The most likely cause of the reported event could be attributed to an improper assembly during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.